Manufacturer narrative:
The insulin pump was received with missing reservoir retainer. No broken reservoir tube lip noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was broken near the retainer ring. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.